Event description:
It was reported the system was able to power up, however the monitors were black which can cause the live images to not be displayed. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call.